Manufacturer narrative:
Date of event: was reported as "she fell last 3 years ago". Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), (B)(6), (B)(6) , implanted: (B)(6) 2013, explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient fell 3 years ago and the lead was damaged. The patient insisted that it was still working fine. There were no further complications reported or anticipated.